Event description:
It was reported to boston scientific corporation that a jagtome rx sphincterotome was to be used during an endoscopic retrograde cholangiopancreatography (ercp) procedure with stone removal on (B)(6), 2011. According to the complainant, after unpacking the device, the device was tested for functionality. However, the device failed to bow. Upon inspection, it was discovered that the distal end of the cutting wire was not attached to the catheter. No damage was noted to the packaging. The procedure was completed with another jagtome rx sphincterotome. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable."

Manufacturer narrative:
Although the exact patient age is unknown, the patient was reported to be over 18 years of age. The device component code 430 relates to the device problem code 1069 for the reported event of cutting wire broken. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. If any further relevant information is identified, a supplemental medwatch will be filed.